Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 134 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that the drive support cap was sticking out. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk also, with corroded battery tube. However, the insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had broken battery tube threads and minor scratches on the lcd window.